Manufacturer narrative:
Investigation: per the customer, there were no alarms during prime and no air was noted in the sample bag prior to the venipuncture. The run data file (rdf) was analyzed for this event. The ¿pressure test error¿ alert indicated that the operator either did not close the sample bag and/or needle line clamps at the system prompt or they did close the clamp but it was skewed on the tubing allowing some air to pass. Air will enter the sample bag during the verification of clamp closure at the beginning of the tubing set test if the sample bag clamp is not fully closed. It is possible, though not conclusive; the operator did not express the air that entered the sample bag as prompted by the screen. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that at the beginning of a collection procedure, they noted air in the sample bag. While the operator was performing a venipuncture, the white clamps opened and the sample bag filled with air. The operator stopped the procedure and noted blood flow into the sample bag. Patient (donor) identifier, age, and outcome are not available at this time. Patient (donor)gender and weight were obtained from the run data file (rdf). The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: a preventative maintenance (pm) was performed on the trimamachine. No anomalies were noted and the machine is functioning per manufacturer's specification. Updated root cause: a definitive root cause could not be determined. The ¿pressure test error¿ alert indicated that the operator either did not close the sample bag and/or needle lineclamps at the system prompt, or, did close the clamp, however it was skewed, not properly occluding the tubing. Air will enter the sample bag during the verification of clamp closure at the beginning of the tubing set test if the sample bag clamp is not fully closed. If this occurs, the trima accel system will alert the operator to a failure during the tubing set test. This alert will instruct the operator either to express air from the sample bag if it is inflated, or to verify that noair is in the sample bag. Information screens that are accessible from the alert screen will instruct the operator how to express air if the sample bag is inflated. It is possible, though not conclusive; the operator did not express the air that entered the sample bag as prompted by the screen.

Manufacturer narrative:
Investigation: rdf analysis confirmed that the donor was connected; however the procedure was terminated before the ¿start draw¿ button was pressed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. The ¿pressure test error¿ alert indicated that the operator either did not close the sample bag and/or needle line clamps at the system prompt or the did close the clamp but it was skewed on the tubing allowing some air to pass. Air will enter the sample bag during the verification of clamp closure at the beginning of the tubing set test if the sample bag clamp is not fully closed. It is possible, though not conclusive;the operator did not express the air that entered the sample bag as prompted by the screen. Corrective action: an internal CAPA has been initiated to evaluate reports of air in sample bag.

Event description:
Due to EU personal data protection laws, patient identifier and age are not available from the customer.